Event description:
It was reported that during preparation for a treatment procedure, the vial broke. A contour 500 microspheres vial was removed from the packaging. During an attempt to open the contour 500 vial without force the neck of the vial broke. The contour 500 vial was replaced and the procedure was completed with another vial of microspheres. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a treatment procedure, the vial broke. A contour 500 microspheres vial was removed from the packaging. During an attempt to open the contour 500 vial without force the neck of the vial broke. The contour 500 vial was replaced and the procedure was completed with another vial of microspheres. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned device revealed the boston scientific pouch was stapled onto a non- boston scientific pouch which contained the vial and the cap. The carton was inspected and no damage was detected. The pouch was removed from the carton and was inspected. The vial and cap were not attached inside the pouch. The vial was found to be broken at the neck. There was no damage to the cap detected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact